Event description:
The account alleged the brake steer caster will not hold. No injury reported.

Manufacturer narrative:
The account alleged adjusted the brake steer caster, but the issue remains. No further info is available on the repair of the bed at this time.